Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for pancreatitis and non-malignant pain. It was unknown when the event/difficulty occurred, but the rep would follow-up for more information. It was reported the pump was not infusing. The patient reported she had a refill on (B)(6) 2019 and there was a 14ml residual volume and it was not the first time. It was noted the same had occurred in the last three refills. She had also been experiencing withdrawal symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was performed, and the catheter was patent. It was unknown if there were interventions/actions taken to resolve the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. It was unknown if surgical intervention occurred. The patient¿s medical history included chronic pain and the patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported the actual reservoir volume was greater than the expected reservoir volume. At the last four refills the hcp was getting back a lot more drug than expected. It was indicated the dye study was performed on (B)(6) 2019 and showed no problems with the catheter. The pump logs showed no issues. Troubleshooting considerations were reviewed. It was indicated the issue began in 2018.